Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported the insulin pump had alarmed motor error during rewind. Motor error alarms were also noted in the alarm history. Customer's blood glucose was unknown. The insulin pump is not returning for analysis.